Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a complete lead with setscrew markings in the correct locations on the terminal pin and an outer coil fracture. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at approximately 28 cm from the terminal pin. The lead insulation above the fracture site was intact. Laboratory analysis was able to confirm the clinical observation due to a fractured lead.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to high out of range pacing impedances, which had triggered a lead safety switch. The lead was able to be successfully explanted and was later returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to high out of range pacing impedances, which had triggered a lead safety switch. The lead was able to be successfully explanted and is expected to be returned for analysis.